Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified: deflation: observed opening, but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Company sales representative on behalf of healthcare professional reported expander deflation. The device status unknown.